Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and a barbed suture was used. During the procedure, after locate the fixation tab on the fascia and pull the suture for closing, fixation tab was broken. There were no adverse patient consequences reported. No additional information was provided.